Manufacturer narrative:
No product returned. A complaint history review was conducted. The review shows that there are no confirmed complaints for this failure mode.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that the indicators on filters were not changing color. The indicators on filters used for instrument containers were not functioning as intended. It was felt that they were not discoloring as they should. There was no patient involvement or harm.